Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2015 with the following findings: a review of the black box data showed call service (078) alarms. The pump was exercised for 24 hours with no alarms. The pump cover was opened and moisture corrosion was found on the motor flex connector. Unrelated to the complaint, the audio bolus button cover was peeling.